Event description:
It was reported that a malfunction alarm occurred with the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.